Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to active exhalation control module failure. There was no harm or injury reported. This report is a duplicate of MDR 2518422-2023-04855 and all reporting will be done on MDR 2518422-2023-04855.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to active exhalation control module failure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.